Event description:
Reporter indicated that the pt had been choking excessively due to stimulation. The pt's device was turned off using the magnet. The pt was seen by physician in 12/02 and the physician told the pt's parent that the lead was detached from the generator. The physician indicated that the lead had migrated to the center of the pt's neck causing the pt to choke. The pt's parent indicated that they could see the lead in the pt's neck when the pt leaned their head back. The physician planned on removing the ncp system in 2002, but the pt developed aspiration pneumonia in 12/02; therefore, the surgery was cancelled. Physician indicated that the aspiration pneumonia was caused by the choking from the ncp system. The pt was given oral antibiotics for the aspirtion pneumonia and the pt's device was programmed to off. Surgery to remove the ncp system is planned for 2003.